Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt experienced an infection (unspecified) and had a low albumin level. The cause of the low albumin level was due to the pt not eating well and not taking her protein supplements (onset not reported). Treatment for the low albumin level was not reported. On an unreported date, the pt had a break in aseptic technique further described as not taking care of herself and not following proper procedures (details not provided). On an unreported date, the pt experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was due to the break in aseptic technique. On the same day as occurrence the pt was hospitalized for peritonitis. On the same day, the pt was treated with ip vancomycin and gentamicin (doses, frequencies and lots not reported). Five days later, the pt was discharged from the hospital. Two days later, ip vancomycin and gentamicin were stopped. Two days later, dianeal therapy was discontinued and hemodialysis was started while the pt recovers. On the same day, the doctor changed treatment to IV vancomycin 3 times a week for 3 weeks (dose and lot unknown) for the peritonitis. The pt was recovered from the peritonitis event. On an unreported date, the pt was retrained on proper aseptic technique for pd therapy. It was reported, the pt will return to pd therapy in 3-4 weeks (date unspecified).

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.